Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported to the philips response center (rc) that while transporting a patient they were unable to acquire leads ECG from the ECG lead set. The customer reported they monitored patient ECG using pads. There was no adverse patient impact.